Event description:
The customer stated that the display on the insulin pump was frozen. The reported blood glucose reading was 200 mg/dl. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty liquid crystal display board.